Manufacturer narrative:
H3, h6: no parts were received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that during a navigated fusion procedure, the perc pin would not come out of the patient at the end of the case. A physician in his residency said the site used the slap hammer (from spine referencing hospital owned set) and that the perc pin would not back out. He said that the nub that was on the perc pin broke off, so he could not use the slaphammer after that. He reported that they tried using the universal removal t handle chuck from another hospital owned set, and the perc pin still would not come out of the patient. He reported that when this happened, the perc pin broke off in the patients bone (on the right side), and they had to leave a small part of the distal end of the perc pin in the patient. There was no reported impact on patient outcome. It is unknown if there was any surgical delay. Additional information was received. The issue occurred intra-operatively and the reported issue was related to supply.